Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Reader megb286-g0320 has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the usb port. Reader was not powered on. The damaged usb port prevents the customer from charging the reader which would lead to the reader not powering on. Visual inspection was performed on the returned usb charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger and charging cable passed testing. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter passed testing. The returned reader was further investigated and de-cased and placed into the reader test fixture to download log. However, unable to attach reader log due to power surge observed. The observed damage was affecting the reader's functionality. Burnt mark was observed. By the usb port. A further extended investigation was conducted. Visual inspection was performed on the reader using digital microscope (eq5324) and no anomaly was observed. The burn mark in observed in previous phase appeared to be a scuff mark from poor maintenance of the reader. Data review is not required as the glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured to be within specification. The returned reader was observed to be charging. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be within specification with an nxp processor present. Cable tester was used to test the returned usb cable and no opens were observed. A load tester was used to perform testing on the returned power adapter. A built-in reader test was performed on the returned reader which passed successfully. The current on the load tester was set and the voltage was observed to be within the specified range. A thermal camera was used to observe any hotspots on the reader and no hotspots observed. The results of the current consumption test show that the reader is not drawing excess current. Paired with the results of the built-in reader test, the returned reader was functioning as intended. Given that the current consumption test was within specification, the returned reader passed the built-in reader test, and no evidence of smoke, fire or shock was observed during the investigation; this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.